Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(4) ¿ mobile system 1, serial number ¿ (B)(4) ¿ aviva system 2, serial number ¿ (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 568 mg/dl, 101 mg/dl on mobile meter (system 1) and 89 mg/dl on aviva meter (system 2). No adverse event reported. Requested return of suspect device for evaluation.